Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the pace/sense electrogram. All lead impedance and threshold measurements are normal.